Event description:
Reported by product complaint, fmc facility: "blood leak on reprocessed dialyzer". Internal leak of the dialyzer was detected by blood leak alarm (6/23/98). Dialysis was interrupted to change the dialyzer, per facility protocol. Estimated blood loss 185 ml due to discard of the extracorporeal circuit of blood. There were no adverse effects to the pt and no medical intervention was required. It was also reported by the nursing director that this product was reprocessed and was used for the next hemodialysis treatment (6/25/98) for this pt. The "blood leak" was detected by the dialysis machine and the previous process for changing the dialyzer was followed. Estimated blood loss 185 ml. "There was no medical intervention required." The complaint dialyzer has been saved for evaluation.